Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2012. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2012 and the (B)(6) 2013. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure due to corrosion on the membrane tail. The ten minute time outs and the measurements taken during the investigation, including the excess current drain, would confirm a failing membrane. The fault could not be replicated after the membrane tail was cleaned. This caused the device not to power on via the on/off button. A loose connection was found in the printed circuit board and prevented the device from delivering therapy during the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked.